Manufacturer narrative:
The subject device was not returned for evaluation. Follow up communication with the customer company representative stated that the customer confirmed that the device has been disposed of at the hospital site. Additionally, per the follow up response, it was conveyed that the wire broke on bowing during cutting , the point the wire was energized. The knife wire had snapped and the whole device was removed from the scope and all parts were retrieved. The subject device was manufactured on september 2022 based on the provided 3 digit lot information ¿29v¿ provided. The manufacture date cannot be identified since the subject device was not returned. The device history record (DHR) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. Process inspection sheet. Quality inspection sheet. This instruction manual contains the following information. ((B)(4). Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. When activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire. The root cause of the event could not be conclusively identified. However, based on the similar investigation result in the past, a likely mechanism causing the breakage of the cutting wire might be the following: 1)the device was energized in one of these following situations. (A)the cutting wire is in point contact with tissue. Or they were being close to each other. (B)the cutting wire is in point contact with distal end of endoscope. Or they were being close to each other. 2)an electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. 3)the cutting wire was broken. Olympus will continue to monitor complaints for this device.

Event description:
Olympus received a vigilance report from mhra reported that a single use preloaded sphincterotome v (distal wireguided) snapped when performing the bow position. The issue occurred during a procedure. There was no patient harm associated with the event.